Event description:
I was performing oral care on the patient ((B)(6)), who is intubated, with the sponge version of the tooth brush. The sponge portion detached from the wand in the patient's mouth. The patient does not move (or bite), so there was no action made by the patient for the two parts to separate. As the patient does not move, able to remove the sponge from patient's mouth. The faulty oral care kit was placed in a ziplock bag and turned into picu management. Event (B)(4).